Manufacturer narrative:
The carefusion failure analysis technician evaluated the vela unit and removed top cover to visually inspect interior. Found unit has non company brand internal batteries on battery pack and battery connector was modified. Powered unit in service mode and exported event error log. Notice event error log had one transducer fault occurrence. Powered unit in operating mode with received settings and no anomalies notice during power up. Run in unit overnight and no anomalies during run in notice or recorded in event error log. Could not duplicate motor fault and vent inop.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported intermittent occurrence of motor fault alarm. No patient involvement.